Event description:
It was reported that during a laparoscopic colon procedure with an open completion the surgeon had used the device for the laparoscopic part of the procedure and then switched to the open procedure. They used the device through the trocar with no issue and while using the laparoscopic device during cutting thick mesentery the surgeon went to advance the I-blade and encountered resistance. They then heard a loud crunch sound and the device jumped and locked. They were able to remove the device and the tech was manipulating the I-blade and a piece broke off it and fell out of the device. They were not using it in the patient at this time. The surgeon then proceeded in the planned manner to complete the open part of the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: he device was received with the I-blade broken and not returned. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the I-blade damaged. A possible cause of the damaged I-blade could be not allowing thick and fibrous tissue to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.